Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained low blood glucose of 45 mg/dl. The customer was treated for the low blood glucose with a snack. The customer also experienced unexplained high blood glucose. The customer does not know what caused the extreme fluctuating blood glucose. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.